Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) in 2008. The lens was explanted the following month, due to inadequate vaulting. The lens was exchanged for a longer lens.